Event description:
The customer reported that the system does not boot up and gives a "xray disabled error" message.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.